Event description:
It was reported that a patient underwent an caesarean section procedure on (B)(6) 2024 and barbed suture was used. During the procedure the sutures were broken continuously when it was used for myometrium suture. The suture was used from another kit and the operation was completed. The operation time was no extended. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: * how many devices demonstrated the alleged deficiency? Two * when did the needle detach or pull off from the suture (in the package, during removal from the package, during handling prior to using on the patient, or during use on the patient). Please provide details for each involved device? During use on the patient. The following information was requested, but unavailable: * can you identify the lot number of the sutures used? This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.